Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-01809. It was reported that the patient's lost therapy since leads migrated at vertebral level l3 and l4 (confirmed on x rays). Although the issue did not resolve, the physician is planning to hold off the surgical intervention as this time due to other patient complications.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-01809. Additional information identified that during the surgical intervention to address the lead migration issue the physician has a difficult time removing the leads and repositioning them. As a result, the system was explanted and procedure was abandoned. Patient may be referred to another physician to implant a new drg system.